Event description:
It was reported that the surgeon has had multiple instances during knee arthroplasties where the tibial cannot be seated completely, becoming stuck and riding up posteriorly on the sizing plate, resulting in the tibial tray shifting posteriorly. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.